Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified lesion in the mid peroneal artery. A leak at the hub was noticed on a 3.0x40 mm armada 18 balloon catheter while it was being inflated and it was not possible to keep the pressure stable. The procedure was successfully completed with a new armada balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Abbott vascular (av) analyzed the returned device and confirmed the reported leak while inflating. During analysis the device was pressurized and fluid was visible leaking from the distal end of the strain relief tubing. Av reviewed the complaint handling database and found no other devices from this lot reported for leaking. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.